Event description:
This unsolicited case from (B)(6) was received on (B)(6) 2017 (both the information processed together with the clock start date of (B)(6) 2017) from a physician via (B)(6). This case involves a (B)(6) years old female patient who experienced an elevation of inflammatory parameters, a day after receiving treatment with synvisc one. No past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with one intra-articular synvisc one injection once (batch/ lot number and expiration date: not provided) into left knee for arthrosis. The injection was performed in a sterile manner and without problems. On (B)(6) 2017 (latency: 1 day) at health center, the patient was found to have pain on the left knee, swelling and elevation of inflammatory parameters. She also had fever up to 38.6 degree celsius. The event was investigated at the (B)(6) hospital surgery unit. Synovial fluid revealed leucocyte count of 11000 (units: not provided). The bacterial culture was negative, so it was considered that the reason for the inflammatory reaction of the joint was an irritation reaction caused by bacterial culture. The patient was hospitalized due to the event from (B)(6) 2017 to (B)(6) 2017. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same.

Event description:
This unsolicited case from (B)(6) was received on 21- feb-2017 and 22-feb-2017 (both the information processed together with the clock start date of 21-feb- 2017) from a physician via health authority of national supervisory authority for welfare and health ((B)(6)) this case involves a (B)(6) female patient who experienced an elevation of inflammatory parameters, a day after receiving treatment with synvisc one no past drugs, medical history, concomitant medication or concurrent condition was reported. On (B)(6) 2017, the patient received treatment with one intra-articular synvisc one injection once (batch/ lot number and expiration date: not provided) into left knee for arthrosis. The injection was performed in a sterile manner and without problems. On (B)(6) 2017 (latency: 1 day) at health center, the patient was found to have pain on the left knee, swelling and elevation of inflammatory parameters. She also had fever up to 38.6 degree celsius. The event was investigated at the university hospital surgery unit. Synovial fluid revealed leucocyte count of 11000 (units: not provided). The bacterial culture was negative, so it was considered that the reason for the inflammatory reaction of the joint was an irritation reaction caused by bacterial culture. The patient was hospitalized due to the event from (B)(6) 2017. Corrective treatment: not reported. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: hospitalization or prolongation. Additional information was received on 03-mar-2017. Ptc results were added. Text was amended accordingly.